Manufacturer narrative:
Device received with blank display anomaly due to corroded battery tube. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Device received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 255 mg/dl at the time of the incident. Customer stated that she will treat blood glucose with manual injections. Customer reported for blank display after receiving new battery cap. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.